Event description:
It was reported that during a da vinci-assisted surgical procedure there was e-100 errors. The customer said they power cycle the e-100 earlier in the case and was using the vessel sealer (vs) and e100 for about another 5 min and the e-100 faulted again. Site is currently using the erbe/vs with no error. The site power cycle the e-100 again from the back and it powered on with no errors. The site does not want to open a new vs for this case and they are going to finish using the erbe and test the e-100 again maybe tomorrow during cases. The procedure was completed as planned with no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. Unit worked fine without any issue. Could not replicate reported failure. During visual inspection unit was found to have a crack near the instrument port on the front bezel.